Event description:
It was reported via a link to an internet suture site that a pt underwent a hysterectomy procedure on (B)(6) 2006 and suture was used. Two weeks after the procedure, the pt experienced severe pain in the bladder area. The pt saw a urologist who told her to wait for healing to occur. The pt experienced painful bladder bleeding. Four months later the pt underwent a cystoscopy and was found to have an infection and a reaction to the suture. Five weeks later the pt underwent surgery to remove a granuloma. After the surgery, the pt's pain was gone.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.